Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported, device has been explanted. Physician reported, capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. As per the investigation procedure two opening, particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported device has been explanted. Physician reported capsular contracture - baker grade iii. Device has been explanted and replaced.this relates to the right side

Event description:
Physician reported device has been explanted. Physician reported capsular contracture - baker grade iii. Device has been explanted and replaced.this relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.